Manufacturer narrative:
The device evaluation was completed on 10-apr-2023. It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a loss of all ECG signals issue occurred. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, "leakage current has been detected" message was observed on carto 3 screen. Also, a signal noise was observed on the carto 3 screen. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality and electrical tests of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues or current leakage were observed. An electrical test was performed, and no electrical issues were found. In a photo provided by the customer current leakage was observed; however, during the product investigation no errors were observed. A manufacturing record evaluation was performed for the finished device 30960440l number, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported noise issue. Investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a loss of all ECG signals issue occurred. It was reported that an error message regarding leakage current has been detected. They lost signals and connection to carto (no signals on ablation and catheter appeared as ¿not connected¿). The signal interference was observed just on electrocardiogram (ECG) on both carto® and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. The catheter was inside the patient¿s body during the signal loss. The cable was replaced, and the issue was not resolved. When the ablation catheter was replaced, the issue was resolved. There was no patient consequence. The current leakage issue is not MDR reportable. This issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. The loss of ECG signals on all channels is MDR reportable to the us FDA.

Manufacturer narrative:
On 11-jul-2023, additional information was received and it was confirmed that the event date is 07-mar-2023. Therefore, b 3. Date of event was updated. On 12-jul-2023, additional information was received. When the cable was replaced, error 105 appeared and they could not see the catheter. Changed catheter and worked. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2023-00723 for product code d134805 (thermocool® smart touch¿ bi-directional navigation catheter) (2) MFR # 2029046-2023-01645 for product code fg540000 (carto 3 system). Manufacturer's reference number: (B)(4).